Event description:
Off-pump coronary artery bypass graft: free left internal mammary artery to distal lad done in 2009 with the pt tolerating the procedure well. Pt left the operating room at 17:08 and was taken to the cardiovascular ICU. At approx 19:20, the iabp console alarmed. The rn noted blood in the tubing. The pt was on a 2:1 ratio. The physician was contacted immediately, and the iabp was removed without complications. The pt remained hemodynamically stable and did not require a reinsertion of the iabp. No injury to the pt occurred.